Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm noted. Pump received with cracked case at display window corners, reservoir tube, minor scratched display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 195 mg/dl at the time of the call. The customer stated that they went swimming with the device attached to them. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.